Manufacturer narrative:
H3: one device was returned for evaluation. Service history review identified the device has not been in service previously. Error history log found system fault 41100 twice and multiple ¿wireless module intermittent connection with pump¿ alarms. Functional tests did not replicate primary problem. The pump was powered on for the entirety of long weekend without duplicating any loss of power, error codes or alarms and the unit was working as intended. Probable cause of issue is likely the mainboard. The mainboard was replaced.

Event description:
It was reported that the wireless modules were getting an error that the wireless module had an intermittent connection with the pump, and the error code was 41100. There was unknown patient involvement and unknown adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6)." Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.